Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform the displacement and self tests due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.